Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014, the nurse reported that the patient had high lead impedance. The patient was not in any discomfort. Attempts are underway for additional information; however, no other information has been provided.